Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic") and pelvic inflammatory disease ("pelvic inflammation") in a 30-year-old female patient who had essure (batch no. B82475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included recurrent abortion (prior to 2005), gun shot wound (physical therapy, 3 surgeries), tubal ligation and vaginal bleeding. Concurrent conditions included menses irregular with excessive bleeding, endometriosis of uterus, umbilical hernia, salpingitis, perineal pain, hypothyroidism, neoplasm malignant, sciatica, endocervicitis, retroperitoneal fibrosis and endometriosis externa. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for menstrual cycle management as well as docusate sodium (colace), ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid), medroxyprogesterone (depo provera) and oxycocet (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), the first episode of back pain ("pain: lower back pain/severe back pain"), dyspareunia ("pain during intercourse/.dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight abnormal ("weight gain/loss (unspecified)"). In november 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/abdominal cramping") and the second episode of back pain ("severe back pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (total laparoscopic hysterectomy,bilateral salpingectomy,excision of 4 implants of endometriosis), essure was removed on 16-oct-2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, headache, fatigue and vaginal haemorrhage had resolved and the pelvic inflammatory disease, dysmenorrhoea, abdominal pain, abdominal pain lower, migraine, alopecia, weight abnormal and the last episode of back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight abnormal, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she underwent total laparoscopic hysterectomy,bilateral salpingectomy,excision of 4 implants of endometriosis including bladder and ureteral endometriosis,left ureterolysis,umbilical hernia repair and cystoscopy for vaginal haemorrhage,menorrhagia,pelvic pain,migraines,headaches,dyspreunia,dysmenorrhoea. 3 coils were noted to be present in the uterine cavity. Concerning the injuries reported in this case,the following ones were confirmed in patient's medical records:pelvic pain,menorrhagia,dysmenorrhoea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: pelvic") and pelvic inflammatory disease ("pelvic inflammation") in a 30-year-old female patient who had essure (batch no. B82475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included recurrent abortion (prior to 2005) and gun shot wound (physical therapy, 3 surgeries). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for menstrual cycle management as well as ibuprofen (motrin) and levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/.dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of back pain ("pain: lower back pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of back pain ("severe back pain") and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping") and weight abnormal ("weight gain/loss (unspecified)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, headache, fatigue and vaginal haemorrhage had resolved and the pelvic inflammatory disease, dysmenorrhoea, the last episode of back pain, abdominal pain, abdominal pain lower, migraine, alopecia and weight abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, weight abnormal, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: during the total hysterectomy and bilateral salpingectomy her uterus, cervix and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on 27-feb-2018: the reporter information was updated. This case concerns 30 year old patient. Patient demographics were updated. Her historical condition was added. Essure lot number was added. Essure indication was amended. Concomitant medication was added. Events: abnormal bleeding (vaginal, menorrhagia), pain: lower back pain, weight gain/loss (unspecified) and she did not undergo essure confirmation test were added. Post essure removal she experienced no longer bleeding, intercourse was pain-free; pelvic and lower back pain-stopped; headaches and fatigue went away. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, dysmenorrhoea, menorrhagia, back pain, abdominal pain, abdominal pain lower, dyspareunia, migraine, headache, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: during the total hysterectomy and bilateral salpingectomy her uterus, cervix and both fallopian tubes were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.